Event description:
It was reported that a patient was being treated for (B)(6). It was stated that the patient received an antibiotic shot ¿in the front of her leg¿ at the hospital but could not recall the date. It was stated that it was after her june 2013 car accident. It was noted that the shot did not improve the sore. Additional information received reported that the shot was for the sore specifically. It was noted that the patient didn¿t know which leg was injected. It was noted that the patient was doing ¿(B)(6) treatments at home with bleach¿. The patient mentioned a past (B)(6) infection in 2012 when she had a spot under her left armpit that was ¿cut open¿ and verified (B)(6) . Additional information received reported that the manufacturer's representative had not been previously notified of the reported event. It was stated that no reports or discussion of mrsa had taken place at the time of the patient's system replacement. It was stated that no cultures had been taken. No further information or follow up planned. Additional information received reported that the healthcare professional stated that she had not heard this information before. It was noted that the patient was just seen on (B)(6) 2014 for an injection for cervical pain, unrelated to the device, and was scheduled for an office visit 4/3/14 for follow-up. It was stated that the hcp would call back after patient is seen on 4/3/14. Additional information received reported that the patient has failed to attend follow-up appointments and x-rays. Follow-up attempts completed. Any additional relevant information received will be added to the event.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3888-56, lot# va04wj8, implanted: (B)(6) 2013, product type: lead; product ID 3888-56, lot# v511853, implanted: (B)(6) 2013, product type: lead; product ID 3986a70, lot# n355771, implanted: (B)(6) 2013, product type: lead; product ID 3986a70, lot# n366297, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information reported that that the patient believed she had a (B)(6) infection which she had been told she needed to go to her primary health care professional for, but had yet to do it.